Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was an area of in-stent restenosis (isr) located in the moderately tortuous and severely calcified left renal artery. A 5.00mm / 2.0cm / 90cm peripheral cutting balloon was advanced for dilation. However, during the second inflation at 8 atmospheres for 30 seconds, the balloon ruptured. The device was removed, and the procedure was completed with another of the same device. There were no patient complications as a result of this event, and the patient was in good condition post-procedure.